Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was hospitalized fourteen days prior to this report. Also that same day, the patient started treatment with an unspecified intraperitoneal medication once daily (drug name, dose, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had remained hospitalized and was recovering (previously reported as not recovered should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis event and the hospitalization was ongoing. Action taken with dianeal therapy was not reported. Additional information is not available at this time.